Event description:
This report summarizes one malfunction. A review of the reported information indicates that model hlo54535 thin-walled guiding sheath allegedly experienced material deformation, unintended movement and stretched. This report was received from one source. One patient was involved with no reported patient injury. The female patient age and weight was not provided.